Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 54 mg/dl at the time of the incident. The customer was at 81 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as confusion and anger. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and customer was to contact their health care professional for settings. The customer had just started on insulin therapy and they believe their trainer set their range a bit high. The insulin pump will not be returned for analysis.